Event description:
It was reported prior to using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes that one (1) tube had an additive particle stuck to the inner wall. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received 1 sample and 2 photos for investigation. The sample and photos were reviewed and the indicated failure mode for additive abnormality was observed. The photos showed a yellowish edta clump in the tube. Due to the size of the deposit the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of additive abnormality edta clumps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.